Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the wake button was intermittently unresponsive. Additionally, it was reported that the pump touch screen was intermittently unresponsive. It was also reported that a cartridge did not fit onto the pump. Lastly, it was reported that the pump usb port was bent resulting in difficulties charging the pump. There was no reported impact to the customer's blood glucose level. No additional information was provided and the customer declined troubleshooting with tandem technical support.